Event description:
It was reported that during a splenectomy the device fired and the blade went all the way through but the staple did not form. They oversewed to complete the case with no patient consequences. No buttressing was used.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2023. D4: batch # unk. Additional information was requested, and the following was obtained: is the reload available for return? Did the staples not form on both sides of the cut line? What color cartridge was being used? What firing did the issue occur? Any photos or video of the case or cartridge? Sorry for the delay, but the hospital is currently evaluating the stapler. Once they have completed their part they will give me the device to send off to you. A manufacturing record evaluation was performed for the finished ech60s with lot/batch number a9cl73, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.